Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that a revision surgery was required 6 years post-op for a broken ceramic prosthesis head. During walking there was a loud crack heard from the right leg area. Two weeks prior to this incident the patient had experienced a fall. Report indicates there was no connection in the right hip and a slight abrasion on the ceramic inlay was noted. Original implant date was not provided however it was reported that the breakage occurred 6 years post op.

Manufacturer narrative:
Based on the provided preliminary investigation from the manufacturer (B)(4), there are not hints for material or manufacturing failures. The density was measured on the fragments of the ball head. A density value of 3,96 g/cm³ for the ball head is according to the specifications valid at time of production. The density of the ball head was analyzed and found to be according to the specifications valid at time of production. The microstructures as obtained from the quality documents of both parts accomplish the requirements as specified at the time of production, too. There are no indications of any pre-existing material defect. Secondary metal transfer patterns can be found on the fragment of the ball head as a result of contact with metal parts after the primary fracture event. Primary metal transfer can be found in the cone of the ball head not equally distributed. There is metal transfer on the area e and d. The primary fracture surfaces can be identified. The region of the fracture origin can not be found on the fragment due to secondary damages. An interference in the interface between metal shaft and ceramic ball head may result a higher pressure in the ball head and a higher risk of breakage.